Manufacturer narrative:
Upon further review device code (B)(4) does not apply.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va013mh, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing an overactive bladder or frequency symptoms which had returned as of the ¿last two weeks.¿ the patient reportedly used the patient programmer 10 to 15 minutes prior to the report and saw a power-on-reset (por) message. The reporter indicated that the patient had been in rehabilitation for a month because her back was hit by a wheelchair lift and she was feeling dizzy. It was noted that on (B)(6) 2013, the patient had a cardioversion, where a ¿shock was sent to her heart¿ because her heart was ¿off rhythm.¿ the patient¿s device was on at that time. Two days afterwards, the patient had a return of symptoms. The reporter indicated that the only medical symptom the patient was having in relation to her device was the overactive bladder. It was noted that the patient was going to try to see a healthcare provider (hcp) on the day of the report. If additional information becomes available, a follow-up report will be submitted.